Event description:
It was reported that the enter button was not working. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
It was reported that the selection button required replacement, and the customer was waiting for the delivery of the replacement part. Upon further investigation, it was determined that the issue occurred while the device was being serviced. Therefore, this complaint no longer meets reportability requirements.